Manufacturer narrative:
Model number/catalog number: sc-8216-50 serial number: (B)(6), batch/lot number: 19191870, model/catalog description: artisan lead 50 cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional information is available at this time.